Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system. Coolflow pump. Soundstar (model# m-5723-16 lot#10846835008845). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis and open heart surgery. During the procedure, after a cavo-tricuspid isthmus line was completed in the right atrium for atrial flutter and prior to the transseptal for the afib portion, the physician noted a large pericardial effusion on this patient using intracardiac echocardiogram. A pericardiocentesis was performed and 1.7 liters of blood and fluid was withdrawn from the patient and the patient was transferred for open heart surgery. Additional information was received on the event. The patient had open heart surgery to correct a hole in the right ventricle. The patient did require approximately four days of hospitalization. The patient was been released from the hospital in stable condition and has fully recovered. The physician's opinion regarding the cause of this adverse event is that this is procedure related. The physician believes the adverse event was caused by the duodeca (st jude medical) catheter. The product was reprocessed by stryker. The physician does not does not believe at this time that a bwi product is responsible. However, in taking a conservative approach this complaint is being reported under the bwi ablation catheter as the catheter was also in the patient prior the event.

Manufacturer narrative:
It was originally reported that the device was received for evaluation however, after further analysis it was recognized the device received does not match with the product returned. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).